Event description:
In-stent restenosis in the proximal stent. Silverhawk artherectomy used for percutaneous revascularization. Revascularization of lesion/proximal stent with high grade in-stent restenosis.

Manufacturer narrative:
Device not returned.